Manufacturer narrative:
This is one of two device reports related to this event and this event is one of two events for the same patient. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.